Manufacturer narrative:
The reported issue was confirmed by visual inspection. The casing was cracked on the handle. The device was replaced.

Event description:
It was reported that there was a crack in the blade. No pt injury was reported.